Manufacturer narrative:
Integra has completed their internal investigation on january 19, 2018. Results: no sample will be returned for evaluation since units involved in the reported incident were used during a medical study performed during may to december 2010 and are not available. In addition, no pictures of skin condition were provided; therefore, the event/condition could not be confirmed. DHR review; could not be performed since no catalog /lot number was reported. Complaints history; upon review of integra's complaint system from december 2015 ¿ january 2018, a total of six (6) complaints related directly to contact dermatitis for biopatch product family, including the one being investigated throughout this report, were evaluated. However, similar complaints related to skin were taking into consideration and a total of 43 complaints related to skin irritation and/or adverse reaction were evaluated during this period of time. Eighteen (18) of these 43 complaints are related to children or infants, for which safety and effectiveness of the device has not been established as indicated in product IFU. (B)(4). Conclusion: no assignable cause that could be associated to the manufacturing process of biopatch was identified. However, biopatch¿s IFU literature recognizes the possibility of an adverse reaction and to not use product on children under 16 years of age or premature infants. The IFU warns: ¿ do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. ¿ the safety and effectiveness of biopatch has not been established in children under 16 years of age. ¿ ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Bmc proceedings (2011) published " use of chlorhexidine-impregnated dressing in neonates". "The objective of this study was to describe the experience on using chlorhexidine-impregnated dressing (chid) (biopatch) on the central venous catheter (cvc) in neonates at a 70-bed nicu. In (B)(6) 2010, chid was used in all neonates weighing >1500g and gestational age >34 weeks. The observation was conducted from (B)(6) to (B)(6) 2010. Sixty-four neonates were enrolled in the trial. There were no catheter-related bloodstream infections after the introduction of the chid. One neonate developed localized contact dermatitis with absolute regression after removal of the dressing. "